Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for ''(B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had failed. A field service engineer (fse) replaced the inseparable latch on main full height drawer 5 to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that drawer failed. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.